Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6011665. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® barricor¿ had blood pool in the well of the stopper and once it splattered everywhere after taking the tube off the vacutainer holder. No injury or medical intervention reported.